Manufacturer narrative:
This report is submitted on may 05, 2022.

Event description:
Per the clinic, the patient experienced skin irritation around the implant site and was subsequently treated with oral antibiotics and topical steroids on (B)(6) 2022 (specific duration not reported).